Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument's tip was not closing all the way. The customer completed the procedure with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The medium-large clip applier was placed and driven on an in-house system. The instrument passed the recognition, engagement, and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional.